Event description:
A pt reported they were seen by doctor to test their blood sugar. Pt's one touch ultra meter allegedly had no power. There was no result on their meter. The result on the md's meter was 270 mg/dl. Treatment was pt's usual amount of insulin. No further info has been reported.